Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump froze and had a constant tone. The customer's blood glucose was 207 mg/dl at the time of incident. The customer was advised to insert a new battery. The customer stated that the time advanced but the buttons were not working properly. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a frozen display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. Also, the pump was received with moisture damage on the motor and vibrator assembly. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the unresponsive button due to the frozen display. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a missing end cap sticker and a broken reservoir tube lip.